Event description:
It was reported that the ventilator stopped ventilating, had a grinding noise, and leaked air internally. The event occurred during testing the ventilator and prior to placing it on the patient. The biomed technician could not repeat the problem.